Manufacturer narrative:
It was reported that the anchor broke during insertion. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified no apparent malfunction to the assembly of each pushlock. The finished assembly should slide smoothly, and both devices were able to do so. Additionally, one anchor was received and found to be broken with debris in the threads. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the anchor broke when impacted and one piece has been left in the patient. The broken off piece has not been retrieved and will remain in the patient. There was no harm for patient, operator or third party reported. No further information received. Update 15-jan-2021: the shoulder arthroscopy took place on (B)(6) 2020. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.